Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint reportable malfunction was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: rear panel corrosion. Based on the results of the investigation, the error 117 a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera control unit received an e117 olympus tv error. The issue was found during preparation for use for a procedure that was completed using a similar device. There were no reports of patient harm.